Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been intermittently bolusing incorrectly for holiday snacks and once out of school, did not consume food. Blood glucose (bg) "bottomed out" (value not provided). Contact did not allege any issue with the pump. Contact declined further information and declined assistance from tandem technical support.